Manufacturer narrative:
Investigation included complaint review and device replacement logistics. Investigation of this case revealed a device malfunction consistent with a software runtime error and an external memory write error. It was concluded that the device experienced a malfunction; a replacement was provided and the patient was instructed on shutdown and data return procedures.

Event description:
It was reported that an ilet device displayed recurring malfunction alerts identified by the user as alert 57 (software runtime error) and alert 61 (external flash write error), and a replacement device was arranged; the patient planned to use backup therapy until the replacement arrived. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin therapy with continued glycemic monitoring via the patient¿s cgm and backup therapy use.